Event description:
Nurse pulled catheter and had no problems removing from pt. Noticed that the [one] catheter was shorter and no black tip was visible. Catheter looks as though it has a clean cut on the tip. X-ray and cat scan both came back negative. Surgeon decided to do nothing at this time.